Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. 510k is unknown. No information has been provided to date. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. The investigation of this complaint was done based on photo. The unit pack was the most probably not opened and the missing inner cannula was not inserted into unit pack by operator during packaging process. There was 100% visual inspection after unit pack sealing process in place as per operator quality check. This defective pack was not discovered by operator during this visual inspection. This customer complaint will be presented to operators during monthly townhall meeting with the purpose to increase operator awareness about this issue. As no trend of confirmed customer complaints in relation with this issue was identified no more corrective actions are planned.

Event description:
It was reported that the inner cannula was missing from the package. This was noticed in the patient's home. No patient injury was reported.